Event description:
It was reported that after and increase in therapy settings, a vns study pt was hospitalized for a single episode of severe chest pain. The reporter indicated that the patient's vns magnet was used to resolve pain and that the treating physician ruled the event to be "probably" related to vns stimulation.